Event description:
Reporter alleged obtaining a discrepant blood glucose result of 453 mg/dl back to back with a result of 159 mg/dl on the advantage system, when testing was performed less than 10 minutes apart. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated, that she took her normal 30 units of levemir and 15 units of humulin and then ate breakfast. No other action was reported taken or treatment received. No adverse event reported. A request was made for return of the suspect device and replacement product was sent.